Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens to the fill line and underrode the optic at mid-nozzle. The right side of the optic is misfolded up and is split/ torn. The split/ torn portion of the optic is folded down. The plunger is skewed toward the right side of the device due to the plunger underride of the misfolded optic. The trailing haptic is looped in front of the plunger tip and the distal portion is bent backward toward the plunger tip. The leading haptic is folded onto the optic surface. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The optic was misfolded and damaged due to the plunger underride. The root cause cannot be determined. The trailing haptic was observed to be misfolded, looped across the front of the plunger. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger on the preloaded injector was "offset." It made improper contact with the lens causing damage to the lens. There was no reported patient impact. Additional information was requested.